Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose decreased to 1.8 mmol/l (32.4 mg/dl) and loss consciousness while in hypoglycemia while wearing the pod for between 36 and 48 hours. The patient's mother called the paramedics and was diagnosed with hypoglycemia. No treatment was provided by the paramedics. As treatment, the patient's mother gave the patient 2 glucagon packages.